Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a facial tumor resection procedure on (B)(6) 2020 and intermittent suture was used on subcutaneous and skin. The suture broke during sewing easily when it was pulled. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.